Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. Review of the imagery confirmed the central regurgitation. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU/training manuals, transvalvular leak and valve regurgitation are listed as potential risks associated with the use of the valve. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for central regurgitation was able to be confirmed through provided imagery. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, the sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "the valve was deployed with 2.0ml less contrast than nominal volume. Post dilation was executed twice with 2.0ml and 1.0ml less contrast than nominal volume respectively. After post dilation, it seemed to exist central ar. In outpatient consultation, ar increased. The operator predicted the central ar caused by 2nd post-dilation." In this case, it is possible that the post-dilation over expanded the valve. Over-expanding the valve may result in the inability for the valve leaflets to have propel function resulting in central regurgitation. As such, available information suggests that procedural factors (post-dilation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 23 mm sapien 3 valve, central aortic regurgitation was observed after post-dilation was performed twice. The degree of central aortic regurgitation was not provided. There was no intervention performed at the time. Subsequently, during an outpatient consultation, the degree of central aortic regurgitation was noted to have increased. There was also mild paravalvular leak (pvl) observed. The patient was presenting with symptoms of dyspnea and hemolytic anemia. The patient also had developed chronic kidney disease (ckd). Approximately 7 months post tavr procedure, the patient underwent a valve in valve procedure and the regurgitation resolved.